Manufacturer narrative:
Additional device evaluation findings are being provided for this report. The following items were found during the device evaluation at endogastric solutions (egs) and were likely associated with the reported product malfunction: the endoscope tube was damaged. One stylet was damaged and biased into the incorrect (i.e., trailing leg) channel. No exposed sharps upon device review. Removal and reinstallation of the fastener delivery system resulted in the fastener delivery functioning as designed.

Manufacturer narrative:
The physician is alleging the esophyx device malfunctioned thus contributing to or causing the reported esophageal laceration. The device was evaluated by endogastric solutions (egs). All sharps were able to be safely stowed within the device and the fastener delivery system functioned as designed. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the hhr procedure with mesh, bougie dilation of the esophagus, tif procedure, or a combination of events, contributed to or caused the reported adverse event.

Event description:
A patient underwent a robotic hiatal hernia repair (hhr) procedure with mesh followed by a transoral incisionless fundoplication (tif) procedure. A bougie was used prior to the insertion of the esophyx device and no issues were noted prior to or during the insertion of the esophyx device. During the tif procedure and after the third successful fastener delivery, the physician noted difficulty moving the device within the stomach and also noted the trigger did not return to the locked "home" position. Difficulty fully retracting the pushers was also encountered. After troubleshooting, the physician was able to manually move the trigger to the locked "home" position and advance the device into the patient and gain visibility of the distal end of the device with the endoscope. The physician confirmed all sharps were safely stowed and chose to abort the tif procedure. During device removal with the device distal end at the gastroesophageal junction (gej), an irregular movement and sound from the esophyx device was noted by the physician, and blood was observed in the esophagus. The endoscope was retracted back into the device, and the device was uneventfully removed. During the post-tif egd, the physician noted an esophageal laceration near the gej and no medical intervention was performed. The patient was hospitalized out of an abundance of caution and was discharged on an unknown date and is expected to make a full recovery as of (B)(6) 2023.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2398. Updating health effect impact code (f) to only include: 4607, 4614, 4621, and 4639. Updating medical device problem code (a) to only include: 2981, 4012, 1670. Updating component code (g) to only include: 4755. Updating type of investigation (b) to only include: 4112, 4109, 4110, 3331, 10, and 4111. Updating investigation findings (c) to only include: 4248, and 3211. Updating investigation conclusions (d) to only include: 4315.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening b.7 history updated to include hiatal hernia, gerd, perforation d6a - implant date - added updated f code to include 4617 updated/replaced g code to include 788 h.8 updated to reflect [x] initial use.